Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024, the patient was feeling unwell and tired. She thought this was because of the long day she had, but did not check her cgm device for what her cgm value was. The following day on (B)(6) 2024, in the afternoon, the patient was found unconscious by her husband. He called 911. It was not specified what the cgm device was displaying at this time. Emergency medical services arrived and transported the patient to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and was in a coma. The patient was treated with lasix, famotidine, cholecalciferol, aspirin, insulin, laveseroxin, and trofpium. It was not specified when during the event the patient regained consciousness. She was discharged home after 11 days. The patient had recovered by the time of report. It was reported that the patient did not receive any alerts from her dexcom device notifying her of her hyperglycemic state. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required. It was reported that the probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode which is misuse of the device.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation conclusion ¿ additional.